Event description:
It was reported that in the week following the implant procedure, the electrode migrated from its original position, allegedly due to patient anatomy. The physician elected to reposition the electrode to resolve the event and the patient was stable with no adverse consequences.